Event description:
A malfunction alarm, identified as malfunction 16, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the malfunction code on the pump, and the issue did not recur.